Event description:
Hlth care professional reports the pillow on the arterial blood line is not connected completely. Hlth care professional reports this event occurred at onset of pt treatment. Hlth care professional reports no pt injury.